Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer of possible flow sensor assembly problem and steps to troubleshoot the device for diagnostic code 1203 - alarm message low leak-co2 rebreathing risk. The rse provided the customer with the part number of the flow sensor assembly.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is receiving error code for "low leak-co2, rebreathing risk". It was reported there was no patient involvement at the time the issue was discovered, as it was discovered during preventative maintenance.

Manufacturer narrative:
H10: the customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the flow sensor assembly was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.